Event description:
A 72 years old male pt with myelodysplasia/immunosupression came in as outpatient for platelet transfusion on 8/3/98. Developed nausea, vomiting, chills and a fever up to 39.2 degrees c. Pt sent to intensive care unit, where he received tobramycin, pipiracillin, vancomycin. Pt experienced cardiac arrest on 8/4/98 and remained in critical condition as of 8/7/98. Pt was intubated, but remained poorly responsive. Cultures from pt blood and platelet bag have positive gram stain cocci in chains. On 8/12/98, customer informed baxter that the pt was doing better and the hosp was weening the pt off of the respirator. On 8/26/98, customer contacted baxter to report that the above pt expired on 8/22/98 of a secondary fungal infection.